Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that valve ports of a three (3) exactamix 2400 valve sets had particulate matter (pm) contamination. The pm was described as ¿valve port with stains on it¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured september 15-17, 2024. H11: three (3) actual devices and a photo of a sample were provided for evaluation. Visual inspection of the returned samples and photo were performed which identified black and yellowish speck particles of foreign matter embedded on the white port caps of the valve sets. The reported condition was verified. The cause of the condition could not be determined; however, likely cause of particulate matter found may be related to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.